Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. UDI - (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 3002806535-2016-00845, 00846, 00847, 00848).

Event description:
Legal counsel reports a patient underwent left hip arthroplasty and alleges experiencing elevated metal ion levels approximately 6 years post-implantation. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel reports a patient underwent left hip arthroplasty. Subsequently the patient was revised due to elevated metal ion levels. It was further reported that the patient underwent right hip revision due to metallosis, bursitis, pseudotumor and alval. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). The inclination angles of the acetabular cups were measured using image. Anteversion angles could not be determined reliably from the images provided and without the use of fitting software. The left acetabular shell was found to be positioned correctly in accordance with the recap surgical technique. The right acetabular shell was found to be positioned at approximately 53° inclination. The recap surgical technique recommends that ¿the recap acetabular component is impacted into the prepared acetabulum at an angle of 45 degrees of inclination and 20 degrees of anteversion. It has been shown in the literature that malpositioning of the acetabular shell may lead to component edge-loading, which increases the wear rate of bearing surfaces in metal-on-metal systems, thus causing metallosis. In addition, it has been reported that the incidence of failure of metal-on-metal systems is higher in women. No laboratory or histology reports had been provided at the time of writing this assessment, therefore metal ions levels, metallosis and the presence of pseudotumors could not be verified. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the elevated metal ion levels and metallosis, bursitis, pseudotumor and alval in this instance could not be determined with the information provided and is likely to be multifactorial, including sub-optimal positioning of components and patient-related factors, in particular the diagnosis of dysplasia. Email communication documented in etq informed that the two revised systems had been sent to a biomechanical expert appointed by the court of cologne and are under examination at the time of writing this assessment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel reports a patient underwent left hip arthroplasty. Subsequently the patient was revised due to elevated metal ion levels.